Manufacturer narrative:
A visual inspection of the returned probe showed no anomalies. The returned probe was then attached to an icp monitor and measurements were taken for a duration of one month. No unusual behavior could be observed. The product was thus found to be free of defects. The report at hand is filed in abundance of caution.

Event description:
Clinic for neurosurgery. Director: prof. Dr. Med xxx. Vivantes clinic xxx. To xxx. (B)(6) 2016 dear xxx, we will send you a probe to check for faulty function when applied. The probe spiegelberg-3 was applied on (B)(6) 2016 during an operation with osteoplastic trepanation on the right frontotemporal, hematoma clearing and bloodstill in the hematoma cavity on a patient due to intraparenchymatous bleeding. Without changing the position, it showed varying pressures up to 100 mmhg without amplitude on (B)(6) 2016. Clinically, the patient status was unchanged. An image - taking process control verified the continual unchanged probe position without a new pathology, which would explain a malfunction or an increase in brain pressure. We will send you the probe for a wider technical examination. Best regards xxx. Assistant doctor, clinic for neurosurgery, xxx.

Manufacturer narrative:
There are no product-related problem found and no statistical relevant data.

Event description:
(B)(6). We will send you a probe to check for faulty function when applied. The probe spiegelberg-3 was applied on (B)(6) 2016 during an operation with osteoplastic trepanation on the right frontotemporal, hematoma clearing and bloodstill in the hematoma cavity on a patient due to intraparenchymatous bleeding. Without changing the position, it showed varying pressures up to 100 mmhg without amplitude on (B)(6) 2016. Clinically, the patient status was unchanged. An image - taking process control verified the continual unchanged probe position without a new pathology, which would explain a malfunction or an increase in brain pressure. We will send you the probe for a wider technical examination. (B)(6).